Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility suspected that there was an obstruction at the recirculation port during extracorporeal membrane oxygenation support. The red side branch tubing was found blocked at the start of support. The kit was exchanged. The patient experienced a blood loss of approximately 50 ml as a result of this event. The complaint sample was discarded onsite and unavailable for product evaluation.